Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for the treatment of bladder issues. It was reported that since friday the patient (pt) did not think it was working so they called, they think they spoke with patient services and got help to use their equipment to increase. Pt said they felt it strong in their rectum at implant and the vagina/crease of leg, then reduced it and stopped feeling it after a while. Pt said it seems to be working more today, they made it to the bathroom but now they notice they have a harder time going. Pt said they get the feeling they have to go but when they sit, they wait and wait. The agent offered to assist pt to use their equipment to make a therapy adjustment but pt declined and said they would call the doctor's office. Pt said their follow up was on november 10th they think. Pt asked about bandage removal, redirected to their doctor. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. The caller stated that since implant, the therapy was not helping with their symptoms yet. They were wondering how long they should wait before checking it or seeing if it works. Caller stated they have an upcoming follow up appointment with the doctor in a month. They have not taken any actions to address this issue yet. Caller stated they no longer have bandage. Caller mentioned that after the surgery they felt stimulation in their rectum but now they were not feeling anything at all. Agent walked caller through connecting to implant and increasing stimulation. Caller confirmed feeling stimulation comfortably in the bike seat region. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.